Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. Review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A 4.00 x 12 synergy¿ drug-eluting stent was deployed to treat the lesion. However, dissection was noted to rca in ostial stent edge. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.